Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported surgical intervention may take place at a later date to address the ipg pocket site. Reason for surgery is unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient was experiencing pain at the ipg site. Surgical intervention took place on (B)(6) 2024 wherein the ipg was repositioned in the same pocket site to address the issue.